Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2006 - patient underwent surgery for repair of two incisional ventral hernias. A marlex was implanted to repair the hernia defect. On (B)(6) 2018 - patient underwent an additional surgery to repair and/or remove the defected mesh. The patient was injured severely and permanently. Patient has suffered and will continue to suffer physical pain and mental anguish. Patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments. The marlex mesh is defective.